Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 17-mar-2022, UDI#: (B)(4). (B)(4). Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with annular/aortic calcification, at 80% deployment the valve was attempted to be recaptured due to a shallow implant depth of -4mm; however, the valve was inadvertently deployed instead of recaptured. Severe paravalvular leak (pvl) was observed. Subsequently, a second valve was successfully implanted at a depth of 4mm on the non-coronary cusp and 4mm on the left coronary cusp which resolved the pvl, aortic insufficiency, and reduced the gradient to 3 mmhg. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was not returned for analysis and the valve remains implanted. No flouroscopic pictures or angiographic pictures were returned for review. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, the patient presented with annular/aortic calcification. This indicates that the probable cause of the positioning difficulties was patient anatomy. Factors that can influence inaccurate delivery include patient anatomy and physician technique. It was noted that during attempted recapture the valve was inadvertently deployed instead of recaptured which led to the sub-optimal delivery. Based on the information available, the inaccurate delivery was due to user malfunction as it stated during attempted recapture the valve was inadvertently deployed instead of recaptured. Paravalvular leak (pvl) is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl was not related to the device as it occurred after the physician inadvertently deployed the valve instead of recapturing it when the delivery system knob was turned the wrong way. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. A DHR review for the valve is not required as the event description does not indicate a potential manufacturing issue. Updated h.6 - device, eval method, eval results, eval conclusion and health impact codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.